Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of loss of prime with zero force and no cartridge detected warnings/alarms. On investigation, rewind, load and prime steps were able to be performed successfully. The pump was exercised for 24 hours without errors, alarms or warnings. Investigation did not duplicate the complaint. The force sensor was evaluated and determined to be out of specification. The pump was opened for investigation to reveal moisture on the force sensor pins. The force sensor resistance rating was within specifications. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.